Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned one broken wgprime25 from lot number 0000204681. Using microscope visually checked file. No manufacturing defects or markings noted on file. File was broken high on the shaft, just were the flutes start. Approximately 16mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned. Root cause is unknown. Nothing unusual to report was found during DHR review.

Event description:
It was reported that a waveone gold file broke during use in a patient's tooth. The broken piece could not be retrieved and was incorporated into the filling.